Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's tube extension was broken and missing two pieces at the proximal clevis interface. The location of the tube extension fracture was next to one of the keys that mates with the proximal clevis. It was concluded that the damage was likely due to mishandling/misuse.

Event description:
It was reported that during the reprocessing of a da vinci monopolar curved scissors instrument, the orange cuff was observed to be broken. There was no report of fragments falling into a patient, and no patient harm, adverse outcome or injury was reported.